Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a left thoracotomy cardia cancer radical procedure. While gripping the liver and stomach ligament ready to fire the instrument cracked and the gun body broke open. The gun body white arrow docking was the part that broke off the device. It is suspected that 1/3 of the black patches not found on the gun and load fell inside the patient cavity. This resulted in 5 x-rays being taken to locate the parts. The surgeon also looked for it but they could not find the component. There was an extension in or time. The case was completed using a new device.